Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed the right atrial (ra) lead was found to have exhibited noise oversensing resulting in inappropriate automated mode switch (ams) episodes. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.